Event description:
Information was received from a patient via manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins). It was reported there was a return of pain. X-rays noted lead migration per manager report. A revision is planned. The issue is not yet resolved, but the rep noted they would submit any new information that becomes available. On 2024-aug-08 the rep reported the lead revision was performed by the healthcare provider (hcp) on (B)(6) 2024. Removed right sided lead and implanted new lead, not able to recover explanted lead as physician disposed of it. Physician order to turn off stimulator until post op appointment, upon which therapy will resume.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6)2024 explanted: (B)(6) 2024 product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2024 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 08-jan-2028, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(6), ubd: 08-jan-2028, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.